Event description:
It was reported via medwatch mw5101377 that the patient experienced serious injury. A 330cm rotawire guidewire was selected for use. During the course of the procedure, it was noted that the patient experienced serious injury and was hospitalized.